Event description:
An online search of the patient's name identified that the patient had passed away. The online obituary identified that the cause of death was due to natural causes and that the patient had struggled with epilepsy since age eight. The funeral home indicated that the patient was cremated and the device was explanted and discarded prior to cremation. The funeral home indicated that the patient passed away of sudden death related to epilepsy. Attempts to obtain additional relevant information have been unsuccessful because the treating physician was not willing to provide any further information.